Event description:
The user stated they were receiving questionably high sodium results on their cobas c501 (serial number (B)(4)). The user was able to provide data for ten patients. Of that data, there were three discrepant sodium results reported outside the laboratory. All repeat results were performed on (B)(6) 2011 and sent as corrected reports. The first patient had an initial result of 146 mmol/l. The repeat result was 138 mmol/l. The second patient, a female born on (B)(6), had an initial result of 139 mmol/l. The repeat result was 132 mmol/l. The third patient, a male born on (B)(6), had an initial result of 148 mmol/l. The repeat result was 138 mmol/l. There were no adverse affects to the patients as a result of this event. The user declined a service visit. The user believed the problem was caused by a faulty probe that may have been partially occluded by gel. He changed the probe and there have been no further issues.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The cause of this event was determined to be customer handling of sample tubes. The customer was contacted reagarding proper handling of sample tues, not placing taller sample tubes into racks dedicated to be used with shorter tubes, and pouring short samples into sample cups for testing.